Event description:
During maintenance of the device, the air detection sensor alarmed when no air was present. The detector module was replaced and the detector system was restored to normal function. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions reached.